Manufacturer narrative:
Hospital adjusted power supply; device restored to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that rail voltage was out of range, causing the device to be unable to expose or fluo on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.